Event description:
It was reported that during a coronary artery stenting procedure, a shaft fracture occurred. The description and location of the lesion are unk. The physician was attempting to advance the stent delivery system when the shaft of the device suddenly broke. He withdrew the system without any problem and finished the procedure with another of the same device. There were no reported pt complications.

Manufacturer narrative:
(B)(4).